Event description:
Information received from the field notes that while the patient was having a routine pet scan, the rate was observed to go up as the test started, during the test and possibly when the test ended. The patient reported feeling a fluttering in her chest. Rates of 98-99 ppm and 100 ppm were observed. The base rate was 60 ppm. After the pet scan, magnet application caused the patient to feel the same as she did during the pet scan.